Event description:
It was reported that this right ventricular (rv) lead was oversensing noise, which resulted in inappropriate shocks. During a shock, an open circuit was detected, indicating that the shock lead impedance measurement was greater than 145 ohms. The implantable cardioverter defibrillator (ICD) therapy was programmed off and a revision was going to be planned. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.